Event description:
Customer reported a cracked and shattered touchscreen on their device and confirmed the damage beneath the screen protector. The screen was unresponsive, preventing further interaction with the pump. No adverse impact to the customer¿s blood glucose level was reported, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump due to the issue and confirmed that the device was still under warranty. Customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted.